Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose (bg) on (B)(6) 2014 was 475 mg/dl with blurred vision and unspecified ketone levels. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump¿s basal setting was recently changed. Reportedly, the pump had alarmed for a loss of prime. During troubleshooting, it was reported that the cartridge was not being used per instructions for use. This complaint is being reported because the alleged hyperglycemia was related to cartridge use error. There was no indication or allegation of a product malfunction.

Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.